Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that site filled the cassettes, and immediately there was a leak. The issue occurred during setup, and there was no patient involvement.

Manufacturer narrative:
One sample was received for evaluation. Functional testing was able to verify and duplicate the reported problem. A leak was observed. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.